Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received medical treatment at home due to hyperglycemia. The patient's blood glucose (bg) levels reached over 550 mg/dl while wearing the pod between 24 and 36 hours; patient also felt pain when cannula was inserted. Ketones were tested and results were small (15 mg/dl). Patient's father, who is a nurse, treated patient with a saline drip to bring bg levels down. Additional treatment of a manual injection was delivered and a new pod was applied. The reported pod was discarded.